Event description:
It was reported that the patient lost weight, and the implantable pulse generator (ipg) became mobile which was causing the patient pain. The patient underwent a procedure where the ipg was repositioned and sutured. The procedure was successfully completed with no reported complications.